Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the high impedance was first noticed in january. The root cause of the high impedance was not determined. Per rep's knowledge, the high impedance did not contribute/is related to the stimulation turning to 0 ma and engineers are looking into the cause of the stimulation turning to 0. They've set up adbs with pause, min and max limit all to 1.6 ma. It was unknown if the high impedance resolved.

Event description:
It was reported that stimulation turned to 0 ma while 1.8 ma was programmed on left subthalamic nucleus (stn) leading to the patient being in a clinical off state, confirmed by review of timeline. In addition, the session reports showed there were high impedances on left stn bipolar contacts 10b/10a, 10c/10a, and 10c/10b ranging from 12,373 to 13,909. There were no contributing factors. After seeing the patient's stimulation was turned off on 1 hemisphere, they started streaming on that hemisphere and saw that stimulation was turned back on and increasing. 20 minutes later, the clinical state of the patient drastically improved which confirmed that (even though stim was programmed on 1.8 ma) the patient was receiving 0 stimulation on that hemisphere. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.